Event description:
Postoperative complications after postoperative placement of charite spinal disc at l5-s1 level, include: facet joint arthrosis, deterioration, possible fractures, l5 vertebral fracture due to disc subsidence. Timeline: 2004 anterior l5-s1 disc replacement to degenerative disc disease, severe pain left buttock area. 2005 severe pain right buttock sitting/standing. The next month, to spine surgeon, spinal x-ray done, told "nothing wrong." In 2006 right buttock pain has not subsided, to see surgeon 3 times in 1 year. The same month, spinal surgeon continuing to tell me there is "nothing wrong with the disc." Surgeon has done no further MRI's or CT scans. Pain has remained for 1 1/2 years. The next month, unable to continue working due to excruciating back pain. Sought second opinion form another spinal surgeon. Full work up done, including spine films & spinal MRI. Conclusion: charite disc is migrating to posterior and is partially subsided into l5 vertebrae facet joints at l5 s1, have significantly deteriorated (they were normal on scan in 2004) and possibly have small fractures. Spinal fusion recommended to salvage. Two days laterback to original surgeon's office, spinal film done. He continues to insist there is "nothing wrong with the disc."